Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a red battery alarm on the power module, serial number (B)(6), was unable to be confirmed; however, the reported damage to the internal backup battery clip was confirmed via submitted images. An image of the internal backup battery clip was submitted and revealing the clip to be deformed. This deformation, causing insufficient contact between the clip and the battery, is consistent with the activation of a red battery alarm. Provided information stated that the clip was replaced, resolving the issue. Additional information stated that the battery clip was scrapped. Per the provided information, the root cause of the reported alarm was determined to be due to a damaged power module internal backup battery clip. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) the current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 3 entitled ¿powering the system¿ explains that the power module requires preventive maintenance at least once every 12 months. Preventive maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable. This section also details how to properly install the power module backup battery. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible) and informs on steps to troubleshoot, including power module indicator combinations and alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ addresses how to properly care for, maintain, and store the equipment for proper use. The relevant sections of the device history records for the heartmate power module, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was internal backup battery red alarm on a power module. Visual inspection revealed broken battery attachment lead. The lead was replaced. The power module became function and ready for use.